Event description:
It was reported that the handpiece does not work properly. The event timing is outside of the operating room. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available. Upon investigation, the unit was confirmed to have low motor speed.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country- china. Review of the most recent repair record determined the unit was confirmed to have low motor speed. The motor was replaced and resolved the reported issue. It was noted that the unit was manufactured in 2019 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends